Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-06175. It was reported the patient was experiencing radiating pain when turning her neck. The patient underwent surgical intervention on (B)(6) 2016, where the tissue surrounding the leads was released. The issue is resolved and the patient is satisfied.